Event description:
It was reported that during a lower anterior resection, the device delivered an incomplete staple line. The procedure was completed with a like device. There is no additional information available.